Event description:
It was reported that the critical alarm of the pump was on and no telemetry could be made between the programmer and the pump. The pump was 'continuously alarming". The patient "did not experience any symptoms". The pump was replaced on monday (B)(6) "successfully" and was returned. The patient was receiving effective therapy after the pump was replaced. The pump was infusing morphine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Final analysis of the pump found that the cause for having no telemetry, continuous alarming, and high current drain was an anomaly on the l334 ic. The failures were due to a leakage path between the xd2 and xd3 pads created by a solder bridge between them.

Manufacturer narrative:
Catheter model: 8709, lot# l66504, implanted: 1999-(B)(6), explanted: unknown. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.